Event description:
The patient reported the top retainer pulled on the molar hard enough that it had to have it removed from the filling. In addition, the patient reported having gingivitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.